Manufacturer narrative:
Na

Event description:
It is reported that the ventilator was giving a high pressure alarm condition. Audible and visual alarms were active. Until went into turbine stop condition, while contacted to the pt. No report of pt harm.